Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was a piece of white septum in the syringe and in the infusion set tubing. The customer performed an infusion set change to address the issue. Blood glucose level ranged between 120-130 mg/dl.